Event description:
Philips received a complaint by the customer on the v60 indicating that the hose from the o2 transport manifold leaks. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the hose from the o2 transport manifold leaks. The remote service engineer (rse) provided the customer with the part number for the o2 manifold transport kit. Device evaluation and repair are pending.

Manufacturer narrative:
The customer replaced the o2 manifold transport kit to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.